Manufacturer narrative:
It was reported that the ventilator had a leakage. The ventilator was investigated on site by our field service engineer. According to information the fault was detected during routine maintenance by the customer. Issue solved by replacing the o2 gas module. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 ¿ brand name: previous brand name: servo-s corrected brand name: servo-s base unit d4 ¿ version or model #: previous version or model #: servo-s corrected version or model #: 6640440 d4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date: previous manufacture date: 11/13/2015. Corrected manufacture date: 11/10/2015.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref #: (B)(4).